Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges revision due to address aseptic loosening of the tibial base plate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 by product family: 192 (66x smartset ghv, 126x smartset gmv). The previous reported device code loose or intermittent connection is being corrected to loss of or failure to bond.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformance's on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 (pc-(B)(4), pc-(B)(4), pc-(B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 by product family: 192 (66x smartset ghv, 126x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.